Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. Investigation results: only the ligator head was returned for analysis. A visual examination of the returned component found four bands present with the white band caught under the other band. The ligator head were undamaged. Based on the evaluation of the returned device there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.